Event description:
Reference number (B)(4). Event occurred in germany. On an unknown date, the patient wife reported that she was learned from the physician that the physician was discontinuing 30 percent of the therapy adjustments due to abscess formation at infusion sites. No further information available.

Manufacturer narrative:
H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.